Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4276449. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by customer that once catheter is inserted and they press the safety button, the needle does not retract. Verbatim: material # 382512, batch # 4276449. Similar to the recent iag / iagbc recall with other sku's, the clinicians report that once catheter is inserted and they press the safety button, the needle does not retract. This happened three times in the past day with this sku/ this lot #. Customer response on 29-may-2025. 1. When you pressed the button, did the needle fully retract? No. 2. Did the needle retract slower than normal? No, it did not retract. 3. Did the needle start retracting and then stop, leaving the needle exposed ? No. 4. Did the needle not move at all after pressing the button? Correct. 5. Did the button depress? No.